Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015, the internal bolster of the placed device became detached in the patient's stomach during removal. The detached bolster was removed endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the external bolster was located at the 15 cm mark and presented damage from excessive tensile force. The internal bolster was found to be separated. Remnants of the bolster remained on the circumference of the tubing end and on the surface of the internal bolster. Additionally, the internal bolster appeared to have been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported event of bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015, the internal bolster of the placed device became detached in the patient's stomach during removal. The detached bolster was removed endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on october 12, 2015: no other issue, such as heavy resistance or tube discoloration, was noted when removing the device from the patient. According to the physician, no chemical nor medical agent had been used that could have accelerated the deterioration of the tube.